Event description:
It was reported that after letting the battery run down, a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. There was no reported adverse impact to the customer¿s blood glucose.